Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone motor arm failed self test alarm on the insulin pump. Customer¿s blood glucose level was 6 mmol/l. Troubleshooting for the alarm was performed. Customer did not receive the alarm during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with alarm during self-test, problem isolated to rf board. Unit received with normal operating currents, unit passed unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.